Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) 2013 (B)(6); (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported, the device and leads were explanted due to infection with endocarditis/vegetation. Antibiotic treatment was administered. No further patient complications have been reported as a result of this event.